Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. G4 - PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, after opening the package, of a compass nitinol tipless stone extractor, during a transurethral lithotomy (tul) to remove a stone located in the ureter, the orange rubber (the sheath protection cover) came off from the base of the white handle prior to patient contact, its use was discontinued. The procedure was completed using another same type device to complete the procedure. The device was tested prior to being used. The defective device was not used on patient. The patient did not require any additional procedures due to this occurrence. The complainant has not reported any adverse effects on the patient due to this occurrence.

Manufacturer narrative:
Investigation ¿ evaluation: as reported, after opening the package, of a ncompass nitinol tipless stone extractor, during a transurethral lithotomy (tul) to remove a stone located in the ureter, the orange rubber (the sheath protection cover) came off from the base of the white handle prior to patient contact, its use was discontinued. The procedure was completed using another same type device to complete the procedure. The device was tested prior to being used. The defective device was not used on patient. The patient did not require any additional procedures due to this occurrence. The complainant has not reported any adverse effects on the patient due to this occurrence. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions (mi), and quality control, as well as a visual inspection and functional test of the returned device, were conducted during the investigation. A device failure analysis was conducted on the returned device. The handle moves freely but does not actuate basket formation due to the support and basket sheath being separated at the handle. A document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the DHR for the reported complaint device lot revealed no recorded non-conformances relevant to the failure mode. A lot history search found no other complaints had been reported for this lot. The information provided upon review of complaint file, device history record, complaint history, and quality control documents did not provide evidence to support that the device was manufactured out of specification or to suggest items in the lot or similar devices in the field or in house were nonconforming. Cook also reviewed product labeling. The product IFU, t_ntse_rev1, provides the following information to the user: "precaution: do not use excessive force to manipulate this device. Damage to the device may occur." Based on the information provided, inspection of the returned device, and the results of the investigation, the cause for the separation could not be established. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute toa death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.